Event description:
Dr (B)(6) told me neurostar tms (transmagnetic cranial stimulation) was side effect free other than possible headache the first 3 treatments. Before the "treatment" I was told I could listen to my earbuds if I felt like it but just to try not to fall asleep. The tech said they're inducing a seizure in me first thing to get my "baseline". This should have been my warning sign but dr (B)(6) said there's a 67% chance I'll never need psychiatry again. After the treatment which was similar to a jackhammer operated 1/4" from my head, I immediately developed the worst headache of my life which would last weeks. They convinced me that horrible side effects were normal and I endured 3 "treatments." My skin darkened at the site of the tms probe. I developed ringing my ears which never was an issue before. Light and sound became painful permanently. I spent 2 weeks sleeping with a towel over my eyes. I'm writing this almost 4 years later and I have not improved. Dr (B)(6) gaslighted me and claimed "earplugs were offered" also that it's impossible his "safe tms machine" caused this. He claimed nobody else had ever had any side effect from tms. I've had mental effects that impact my ability to work and socialize. I've had to change the type of work I do and limit social events involving light or noise. Watching a movie my tms-ptsd is triggered with reverberating sounds like helicopter noises. Believing this psychiatrist and doing tms was the worst decision I've ever made. Researching tms I discovered that many people have had these same traumatic brain injury symptoms. FDA safety report ID# (B)(4).